Event description:
It was reported that a motor stall occurred according to the event logs at 13:42 on the day of this report due to an MRI of the patient's knee. No motor stall recovery had been recorded. It was reported the critical alarm wasbeing heard. The device system was used to administer baclofen. It was later reported the patient had the MRI 'almost' two hours ago and had a continued motor stall. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was later reported, the medication used within the system was compounded baclofen. The cause of the event was noted to be an MRI. A motor stall with recovery was confirmed. The pump stalled for greater than six hours. There was no hospitalization required. The patient¿s outcome was noted as ¿no injury¿ and the patient recovered without sequelae.

Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).